Event description:
Patient received primary tka's in 1980 and 1982. Patient experiencing pain now bi-laterally. Doctor found both tibias loose at time of surgery as well as both femurs. Patient is quite active, plays golf. Doctor feels he just wore out his jointsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.